Event description:
Related manufacturer reference number: 2017865-2022-02877. It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure on (B)(6) 2022. Prior examination of the rv lead revealed high pacing impedance. Conductor fracture was alleged on the rv lead as well. During the replacement procedure, a guidewire was unable to be passed through the new left ventricular (lv) lead and became stuck on the lv lead, with malfunction alleged on the lv lead. The lv was not used and the rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout

Manufacturer narrative:
The reported event of conductor fracture and sudden rise in rv pace/sense impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis of the lead found an internal abrasion on the lead as noted at 35.0cm to 35.5cm from the distal tip breaching the superior vena cava lumen exposing the cables. The was confirmed through visual inspection. The etfe cable coating and inner lumen were intact. The optim sheath damage was noted at this region consistent with procedure damage